Manufacturer narrative:
No response from consumer.

Event description:
Consumer posted on (B)(6) that his humidifer had emitted smoke and the heating element had started to melt. We reached out to the consumer, but he has yet to respond.